Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that tried the first mics and it said mics cable connection error, tried the second one and same thing. Worked on the third mics. I tested both numerous times after the case along with multiple mics status checks and they both failed. Product evaluation and results: as per work order wo-01569982 and case number (B)(4) the alleged failure mode was confirmed. 1. Successfully performed mics cable replacement per d06917.mics can be returned to stock as a 209063 lot #4202652-r." Product history review: review of the product history records indicate 25 devices were manufactured under lot k0a3b and 23 devices were accepted into final stock on 08/23/2017. Review of qt17- 08 - 0083 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot k0a3b shows 08 additional complaints related to the failure in this investigation. Complaint ID: (B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904.

Event description:
Tried the first mics and it said mics cable connection error, tried the second one and same thing. Worked on the third mics. I tested both numerous times after the case along with multiple mics status checks and they both failed. Case type: tka. Surgical delay: 15 minutes. Surgical delay was reported as 15 minutes. Was the patient under anesthesia at the time of the issue? (Yes/no): as per the mps: yes the patient was under anesthesia, however, I asked the surgical tech multiple times to drape the robot and perform mics status check prior to the patient entering the room. I notified the surgeon that we were not able to drape the robot, check the mics, or perform registration as normal and he is aware that the tech was not fully cooperating.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tried the first mics and it said mics cable connection error, tried the second one and same thing. Worked on the third mics. I tested both numerous times after the case along with multiple mics status checks and they both failed. Case type: tka. Surgical delay: 15 minutes. Surgical delay was reported as 15 minutes. Was the patient under anesthesia at the time of the issue? (Yes/no): as per the mps: yes the patient was under anesthesia, however, I asked the surgical tech multiple times to drape the robot and perform mics status check prior to the patient entering the room. I notified the surgeon that we were not able to drape the robot, check the mics, or perform registration as normal and he is aware that the tech was not fully cooperating.